Event description:
User attached the device to a pt where it announced "put the electrodes on the pt" followed by announcing "low battery" and shut itself down. Pt died. The user indicates that the pt had an episode and asphyxiated.

Manufacturer narrative:
The device has been received, but add'l time is required to complete the investigation. Upon the completion of the investigation, a supplemental will be submitted. Known/existing pt history: tongue cancer.